Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the cartridge tubing during the fill tubing process. Customer was successfully able to load a new cartridge. Customer's blood glucose was 270 mg/dl. There were no alerts or alarms in the pump history and the customer was unable to provide further information.